Manufacturer narrative:
Concomitant medical products: product ID neu_ens_stimulator, serial# unknown, product type: external neurostimulator. (B)(4).

Event description:
It was reported that impedances were high during a patient¿s trial implant. It was stated that the patient started that trial at 9v in order to feel stimulation, but later went down in amplitude and was still able to get therapy. It was reported that three days into the trial, the patient¿s trial lead moved. It was noted that the caller was notified on the day that the leads had moved. It was further reported that the patient had not been able to get any paresthesia until after the manufacturer¿s representative suggested moving the leads more off midline. It was stated that impedances were high on the table despite switching out the external neurostimulator (ens), but once the patient was off the table and supine impedances were more within normal limits. It was noted by the healthcare professional (hcp) that the patient¿s epidural space was ¿incredibly large¿ and that possibly might be contributing. It was stated that this was why the hcp opted for a paddle vs. Percutaneous placement.